Manufacturer narrative:
(B)(4). The device remains implanted in the patient's eye; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A part of the device history records review the sterilization records for this lot were reviewed and this device lot passed sterility test. Additionally, a complaint history review was completed for this lot, there were two (2) complaints found to be related to the reported event. The following complaints were identified to be similar to the customer reported issue for lot # 114066; reference MDR# 2032546-2018-00054 and 2032546-2018-00055. The complaint trends were reviewed for the last 12 rolling months and there was no increase in frequency for the reported complaint issue. A review of the device labeling was completed. Hypopyon, corneal edema, decreased/impaired vision, uveitis and inflammation are identified in the labeling as known inherent risks of intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Any omitted information was not available at the time of initial report. Additional information has been requested. (B)(4). Please reference : 2032546-2018-00053 for patient one (1) of four (4), 2032546-2018-00054 for patient two (2) of four (4), 2032546-2018-00055 for patient three (3) of four (4).

Event description:
It was reported that one day post trabecular micro-bypass stent surgery, four (4) patients from the same surgery center presented with transient hypopyon and corneal edema. The hypopyon was associated with hyperacute severe vitritis and panuveitis observed in both anterior and posterior segments, including detritus and vitreous white blood cells in the posterior chamber. Reportedly, the vision was reduced to hand motion in some cases. Three (3) of four (4) patients confirmed hypopyon (including this patient# 4). Patient four (4) was treated with topical steroids in the operative eye (os), and was reported to be improving/responding to the treatment. Additional information has been requested. This report is for patient four (4) of four (4).

Event description:
The surgeon reported the following additional information to glaukos on 07/17/2018. All four (4) patients are doing well, and the adverse events resolved with treatment. Additionally, the surgeon noted that the facility normally uses duovisc for all cataract and istent procedures. However, it was later discovered that the technician was also preparing a different type of viscoelastic, which was exposed to room temperature for an extended amount of time. According to the surgeon, the extended exposure of the viscoelastic in an uncontrolled room temperature likely contributed to post-operative infection.

Manufacturer narrative:
MFR# references# (B)(4). Please reference : 2032546-2018-00053 for patient one (1) of four (4). 2032546-2018-00054 for patient two (2) of four (4). 2032546-2018-00055 for patient three (3) of four (4).